Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer's expected fasting blood glucose test result range is 113mg/dl to 145 mg/dl. The blood glucose testing is performed by the customer once daily. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer informed that have not had any recent changes to medication. On (B)(6) 2016 at 11:08am, a blood test was performed by the customer fasting and produced test result of 218 mg/dl. On (B)(6) 2016 at 02:45pm, a blood test was performed by the customer and produced test result of 225 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Adverse event not reported.